Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device above elective replacement indicator (eri) was received in one piece for analysis. The device communication was normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-37323, related manufacturer reference numbers: 2017865-2023-37324. It was reported that the patient presented with infection developed. The whole system, including the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead, was explanted. Patient condition was stable.